Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency department after hearing audible alert tones from device. Interrogation shows varying impedances. Specifically, the superior vena cava (svc) coil having an impedance greater than 200 ohms, and suspected lead fracture. Lead is still in use. No further patient complications were reported as a result of this event.